Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the left ventricular lead exhibited a loss of capture, impedance drop and noise. The lead was successfully explanted and replaced. The new lead was connected to the pulse generator and the device exhibited a telemetry anomaly. The physician then had difficulty interrogating the device with the programmers, so he elected to explant and replace the device. The patient was in stable condition post surgery.